Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was subjected to an unknown intervention in which was implanted a device called 'depuy g2 lateral nr 8- testina mm. 36+1.5'. At blood tests , the levels of co-cr were very high.. The patient was constricted to a hospitalization to remove the device. Following the re-intervention, the patient 'was constricted at a long period of rehabilitation. Update rec¿d: 21/04/2015 - patient's translated clinical document was received. Medical records were reviewed for MDR reportability. Records indicate upon revision the patient was found to have osteolysis on the femoral metaphysis, a pseudotumor, and metallosis. Metallosis, and osteolysis are being added to the patient codes. There is no new information that would change the existing MDR decision. Dor: (B)(6) 2013. The complaint was updated on: 05/02/2015. Update rec¿d 23 and 25 march 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision brown haematic fluid was also encountered. Records also indicate the patient had elevated cobalt and chromium levels. At this time the femoral stem is being reported. The complaint was updated on: 20/04/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.